Event description:
It was reported that during an unknown procedure, when the first trocar came out of package the stopcock was broken and universal seal was bent and they also gave me on still in package with obviously bent sleeve. Another like device was used to complete the procedure. Surgery was prolonged one minute. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged sleeve assembly the device was received inside its original package and with the sleeve cannula bent at middle. Although, was not possible to determine what may have caused the finding, a possible cause is the application of an excessive external force over the device that causes that the sleeve to become bent during transit. A batch record review was performed and no anomalies were found during the manufacturing process. The device was received with the cap of the sleeve separated form the base and with the stopcock valve broken. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused these findings. The device does not have an obturator. The obturator is the piece of the trocar that have the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.